Manufacturer narrative:
Initial and final MDR 1987920- MDR 3003442380-2024-26994- device 1 of 2

Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6)2024, it was reported that the patient was faced 2 infusion set cannula kinked issue within 3 hours of insertion. The site of inserted was upper buttocks and thigh. The ifusion set was in use for 3-5 hours company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available .